Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and the complaint regarding the clipping issue was not confirmed by failure analysis. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The medium-large clip applier instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the clip test on several attempts. The instrument was fully functional. There was no product issue identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that the medium-large clip applier instrument would not clip. The procedure was completed with no reported injury.